Manufacturer narrative:
Failure analysis noted that the pump had unresponsive buttons due to flattened dome switch at act button on keypad trace. They were unable to verify the prime anomaly due to the keypad damage. The pump had scratched display window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and prime/fill anomaly. The blood glucose at the time of the incident was 300 mg/dl. The customer was unable to treat because he had no backup plan. The pump was stuck in the rewind loop. The customer reported receiving a battery out limit alarm and was assisted with clearing it. The pump exited the rewind loop and filling the tube was completed. The customer reported that the up/down buttons may be stuck. There was no response from any button. Troubleshooting was not able to resolve the issue. The device was returned for analysis.